Event description:
As reported, when opening the package of this fogarty embolectomy catheter, the balloon was torn or poorly welded. Thus, the balloon was tried to be inflated to confirm the torn balloon and it was not possible. There was no allegation of patient injury. The device was received for evaluation. As per product evaluation findings, the balloon latex was found deteriorated with missing pieces.

Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received by our product evaluation laboratory for a full evaluation. During the evaluation, the balloon latex appeared deteriorated. The balloon was completely torn around the proximal windings. Multiple cracks were evident on the balloon latex. Both balloon windings were intact. Balloon latex was released from distal winding to check balloon edges at the tear. The edges did not appear to match at the torn locations. Through lumen was patent without any leakage or occlusion. No other visible damage was observed on the catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further investigation by the engineers at the manufacturing site, a root cause could not be established. As part of the manufacturing process controls, all units go through a balloon winding and visual inspection as per internal procedures. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Additionally, the instructions for use (IFU) was reviewed and it provides instructions of the set up and calibration of the catheter prior to insertion in the purge and inspect area. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.